Event description:
It was reported in a journal article that a study identified 2 patients that experienced stem subsidence >1cm. Attempts have been made and additional information on the reported event is unavailable at this time. Https://doi.org/10.1007/s00590-021-03017-w.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Source: journal article: comparison of short-stem versus conventional stem for hip arthroplasty in patients younger than 60 years: 7¿14 years follow-up arnaldo sousa, joão vale, sara diniz, pedro neves, joaquim ramos, rafaela coelho. European journal of orthopaedic surgery & traumatology https://doi.org/10.1007/s00590-021-03017-w. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.